Event description:
Unit autocycling for unk time frame, pt breath rate set at 10, but delivering 20 breaths per minute, no known leaks in circuit, no condensation in line, pt effort led was lighting with each breath. States adults settings have not changed in over 2 years. No pt harm noted other than pt having extra air in stomach, was referred to see doctor but pt refused - unable to speak thru passy-muir valve (due to higher breath rate). Pt's wife had mentioned autocycling problem was occurring on other occasions as well. Subesequent information received stated, "pt's high pressure alarm would go off when he would put his passy-muir speaking valve on. They tried another passy-muir valve and a new trach to make sure that wasn't the problem. They talked to their doctor and set up an appointment to do a procedure because he believed there was an obstruction." Homecare provider unable to replicate any autocycling at office while on test lung.